Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature was not registering correctly on arctic sun device. Axillary & oral 36.8c esophageal reading 36.9c on monitor, but 33.5c on the arctic sun device. Had them check cable connections and no change noted. When flex cable the temperature jumped 2+ degrees. Advised to swap out temperature in cable. Contact biomed if they don't have another one on the floor. Per follow up information received via phone on 30jun2025, spoke with nurse who confirmed they exchanged the cable for another nellcor cable. The original cable was disposed of without evaluation. No further issues after cable exchange.

Event description:
It was reported that the patient temperature was not registering correctly on arctic sun device. Axillary & oral 36.8c esophageal reading 36.9c on monitor, but 33.5c on the arctic sun device. Had them check cable connections and no change noted. When flex cable the temperature jumped 2+ degrees. Advised to swap out temperature in cable. Contact biomed if they don't have another one on the floor. Per follow up information received via phone on 30jun2025, spoke with nurse who confirmed they exchanged the cable for another nellcor cable. The original cable was disposed of without evaluation. No further issues after cable exchange.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature cable. A DHR is not required as the lot number is unknown. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, g. UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature was not registering correctly on arctic sun device. Axillary & oral 36.8c esophageal reading 36.9c on monitor, but 33.5c on the arctic sun device. Had them check cable connections and no change noted. When flex cable the temperature jumped 2+ degrees. Advised to swap out temperature in cable. Contact biomed if they don't have another one on the floor.